Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: improper handling and application of excessive force, impact to the scope due to fall, shock, or similar stress. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the rigid arthroscope's eye ring was detached. There were no reports of patient involvement.